Event description:
It was reported that the programmer was unable to turn on. The programmer returned into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the programmer was unable to power on due to a defective power supply and the power supply cable was worn. Analysis also noted that the printer tray was empty and the ant-slip layer was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.